Event description:
During troubleshooting the technical service representative (tsr) assisted the caregiver (cg) to review the alarm log and system errors (se) 2240 and se 2367 were found in the log. The tsr explained se 2240 indicates a large amount of air has entered setup. The cg stated the home patient (hp) was in the hospital and the hospital did not have any supplies. The tsr assisted the cg to end therapy and advised the cg to inform the peritoneal dialysis nurse about the alarm. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was could not be determined. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Patient revised for dislocation, stem was not fully seated into sleeve.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.